Event description:
Spontaneous call from pt's mother who is reporting that cadd legacy pump (B)(4) is malfunctioning. The pump is displaying error code 1816. There are no knots in the tubing confirmed. Current pump rate as 87ml/24 hours. Pt is currently using back up pump. No other info available. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6).